Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into emergency room. The patient was unresponsive upon arrival, had to be externally defibrillated, intubated and moved to in the coronary care unit. Upon device interrogation, multiple episodes of non-sustained oversensing and vt/vf were stored. The vt was treated with anti-tachycardia pacing (atp) and high voltage (hv) therapies that did not convert the rhythm. Intermittent undersensing was seen after the shock was delivered and caused the device to end the episode. The patient's rhythm appeared to be vf that was intermittently undersensed and was not detected. The device detected the arrhythmia again at 10:26 pm. The episode showed that atp therapy failed to convert the rhythm and external defibrillation was delivered. Multiple episodes also showed loss of ventricular capture. High voltage lead impedances and rv pacing lead impedances were stable and in-range. Further testing was recommended. Upon further follow-up, it was learned that the patient expired.